Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt has had some trouble with his stimulator. Caller clarified the pt's lead seems to have migrated as it is no longer midline and potentially out of the epidural space and "pt has been complicated to operate on". Caller did not indicate the difficulty operating was related to lead issue. Caller said this issue has been going on for at least a year. Tss redirected pt to managing hcp to determine lead placement and MRI eligibility. Redirected caller: patient's hcp

Manufacturer narrative:
Concomitant medical products: product ID 977a260,serial# (B)(4), product type: lead. Product ID: 977a260, serial#:(B)(4). Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jun-2021, UDI#:(B)(4) ; product ID: 977a260, serial/lot #:(B)(4), ubd: 19-jun-2021, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.